Event description:
It was reported during various unk procedures the 5mm trocars were not locking when trying to activate the blades. Add'l trocars were pulled to complete the cases without incident. There was no consequences to the pts.

Manufacturer narrative:
Endopath dilating tip trocar: based upon the inquiry info rec'd, visual examination and functional test, it was confirmed that the reported incident during surgery occurred. The devices were examined and would not arm as received. The obturators handle weld were measured and found to be skewed. The obturator hanlde is welded during the assembly process.